Event description:
It was reported that due to pt complaint of incontinence and pain, a laser stone fragmentation procedure of an encrusted stent was performed and the entire stent device was removed. No pt complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.